Event description:
It was reported that the surgeon commented that the blade seemed more blunt than usual on initial usage. Then while completing the femoral cuts the blade became stuck in the five in one saw cut block. The cut block was removed from the femur and the saw blade disengaged. It was then found that one of the teeth had snapped off in the patient. This was removed, the saw blade replaced for a fresh none and the operation continued without further problem. There was no report of patient harm or surgical delay associated with this report. Additional clinical information received indicated that a conmed linvatec power pro 6350m was used together with the blade. The "five in one", which is mentioned in the problem statement, refers to the type of cutting block; however the size is unknown. The blade involved in the reported event was a "single use only blade" and was a fresh blade for this case. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.